Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the delivery issue was determined to be patient condition related to tortuosity.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp was inserted via the left femoral vein to support, along with the left sided impella for a bipella support, for the 57 year old male patient who had been admitted in with cardiomyopathy. The other underlying medical history was not shared. The patient support was not successfully placed due to native tortuous anatomy. The rp was explanted and replaced by an rp flex pump which was successfully placed. There was no harm noted from any delay in support initiation. Patient has survived.

Manufacturer narrative:
After further review the reportability decision was changed from malfunction to serious injury. B1, b2, and h1 revised.